Event description:
Customer reported a malfunction alarm identified as malf 12. There was no reported adverse impact to the customer¿s blood glucose level. Customer received assistance from technical support to reset the pump, which successfully resolved the issue with no recurrence, allowing continued use of the pump.